Manufacturer narrative:
(B)(4). Follow up submission will be completed post investigation or if additional information becomes available.

Event description:
Product leakage on the needle body occurred during the operation. The needle was changed but it required a renewal of the anesthesia. ¿I do not have more information than those already transmitted. It was a local anesthetic. The needle was changed directly after discovering that the first was defective. No harm to the patient, the consequence is that it was necessary to renew the anesthesia.¿

Manufacturer narrative:
(B)(4) sample received: analysis below: one physical sample was provided from lot number 0001119098. One photo was provided for evaluation. It was not possible to perform a functional test because the needle was bent (see image attached). However, during visual inspection of the photo provided failure could be confirmed since it is was observed the needle has a couple of drops of water. A device history review was also performed for the reported lot number; manufactured on 23-jun-2017, confirming procedural and functional requirements need for the product to be released were met. Although reported failure was confirmed through visual analysis a root cause could not be determined through this investigation. Therefore, no immediate actions will be employed. This failure mode will be entered into the complaint management system to be tracked / trended.

Event description:
Product leakage on the needle body occurred during the operation. The needle was changed but it required a renewal of the anesthesia. ¿I do not have more information than those already transmitted. It was a local anesthetic. The needle was changed directly after discovering that the first was defective. No harm to the patient, the consequence is that it was necessary to renew the anesthesia.¿

Manufacturer narrative:
Pr 495590. Our manufacturing quality engineer received one photo from an unknown lot provided for evaluation. Failure mode could not be confirmed since this failure mode could not be evaluated through photo. An internal review of the history files was completed for the reported lot number manufactured on 23-june2017 confirming procedural and functional requirements needed for the product to be released were met. Regrettably, confirmation of the defects stated in the description of the complaint could not be identified or confirmed and cause could not be determined, as the actual unit described in the complaint was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for these defects. As a root cause could not be established; a formal corrective action will not be initiated at this time. The failure mode will be entered into the complaint management system and will be tracked/trended for any additional similar failure modes. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
Product leakage on the needle body occurred during the operation. The needle was changed but it required a renewal of the anesthesia. ¿I do not have more information than those already transmitted. It was a local anesthetic. The needle was changed directly after discovering that the first was defective. No harm to the patient, the consequence is that it was necessary to renew the anesthesia.¿